Event description:
The customer reported a chip on the distal tip during reprocessing involving an olympus uretero-reno videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.the date of the event is unknown. Additional information will be provided if available.